Event description:
It was reported that one week post the primary surgery, it was discovered from x-rays that, the right side l2 fas screw pulled out due to increasing kyphosis at l2. Revision surgery was performed approximately four and half months post op, at which time it was found the screw at t12 was also backed out. The doctor did not replace the screws, but rod and plugs were replaced. No other patient complications were reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.